Event description:
The user facility reports when inserting the catheter into the hole, the larger hole is trapping brain tissue. Csf can not drain into the catheter holes. The surgeon has discarded the product. Surgeon's comment/suggestion: if the trocar was larger than it would not block the holes. No patient injury reported. Additional information has been requested.